Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the (B)(6) was bacterial.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving diluadid dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and osteoporosis. The patient¿s medical history included polio which left their arm paralyzed and the patient stated they were a chronic pain patient for 14 years. The patient also stated they fractured their shoulder and their shoulder doctor gave her percocet. It was reported that the patient had an infection for a month and per the patient they couldn¿t figure out where it was coming from. The infection symptoms were reported as pain and drainage. The patient was in agony and spinal fluid was leaking. The patient started having horrible headaches. The patient was "leaking¿ from the incision site. The patient was wearing a girdle and the girdle would be soaked with fluid and blood. The patient stated the infection was confirmed and it was spinal meningitis. The patient was in the hospital for a month and had a PICC line before they did a spinal tap and knew what it was. The intervention was reported as total system explant. The patient stated they got the pump for their foot from a car accident and the pump controlled their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.